Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned was severed 52 centimeters from terminal pin. Moreover, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was scheduled for a revision due to high pacing threshold with low r-waves measurement and undersensing. During the procedure, it was observed that the pocket was infected. Additional information was received which indicated that this lead was also dislodged. This rv lead was explanted. No additional adverse patient effects were reported.